Manufacturer narrative:
H6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -3.50/1.0/175 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. "A plack dot was found in lens optical area and it turned white after rinse and implantation. Cause of the event is reported as unknown. Lens remains implanted. Per the reporter on (B)(6) 2021, "surgeon does not plan to remove the lens as the patient shows no further signs or symptoms."